Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 42, code h, taper 18/20, catalog no# 01.00181.420 ; lot no# 2426410. Therapy date : (B)(6) 2017. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to periprosthetic fracture, adverse soft tissue reaction to particle debris.

Manufacturer narrative:
Additional: if follow-up, what type. Correction: date of report, PMA/510k. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: patient bone fracture and adverse soft tissue reaction to particle debris. Event summary: it was reported that the product was implanted on (B)(6) 2010 and revised on (B)(6) 2017 due to periprosthetic fracture and adverse soft tissue reaction to particle debris. The product was not returned for investigation and no case-relevant documentation has been received. Review of received data: the received njr database entry was reviewed. The review states a revision due to periprosthetic bone fracture and adverse soft tissue reaction to particle debris. The summary of removed component field states that the femoral stem as well as the acetabular component was removed. No other medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between the durom acetabular component and the metasul ldh head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the compatibility of the ldh head and the head adapter, as well as of the head adapter and the cls stem, is unknown. Conclusion summary: it was reported that the product was implanted on (B)(6) 2010 and revised on (B)(6) 2017 due to periprosthetic fracture and adverse soft tissue reaction to particle debris. The product was not returned for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Further, based on the njr datebase entry the reason for revision are patient bone fracture and adverse soft tissue reaction to particle debris. However, due to the significant lack of information, an accurate analysis could not be performed. Therefore, based on the results of the investigation we were neither able to recreate the reported event nor to identify a specific root cause. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.